Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was a pocket revision, which resolved the patient's coupling and recharging issues. The therapy had resumed and was meeting the patient's pain needs. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported the last time the patient recharged was in (B)(6), and at that time they were only able to get up to three coupling bars. The patient's device had been off since (B)(6) 2015 and was overdischarged. Communication couldn't be established using the patient programmer (pp), recharger, or clinician programmer. The antenna locate feature was used with a result of 42 for both the left and middle number. A physician mode recharge (pmr) had been performed four times in a row and was unable to pull the device out of overdischarge. No patient symptoms were reported. Relevant medical history includes complex regional pain syndrome type I and spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.